Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that via hospital telemetry pauses were noted for three to four seconds due to noise on the atrial lead. Also both the atrial and ventricular leads bipolar impedances were approximately 200 ohms and lead warnings were noted due to low impedance pacing. Both the atrial and ventricular leads were capped and replaced. No patient complications have been reported as a result of this event.